Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between march 5-6, 2024. H11: the actual device was received for evaluation containing 107ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The pump only infused halfway. There was no report of patient injury or medical intervention associated with this event. No additional information is available.